Manufacturer narrative:
The complained device was not returned for evaluation. Multiple requests for clarification of the event and additional information were not successful. The contract manufacturer conducted a review of the manufacture records for the lot number provided. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without the requested information and an evaluation of the device a root cause cannot be determined. Should the requested information become available at a later date the complaint will be reopened and further investigated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mds placing permcath, the catheter snaps/breaks open after placement, but the catheter pieces crumbled into pieces, md checked over all of the pieces, asked for documentation and we placed pieces in container labeled w/pt name and implant sticker. No injury noted to patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.